Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the pump was programmed to infuse an unspecified medication at 67.5ml/hr for 20ml/hr but was delivered at the incorrect rate. The pump underinfused about 20ml. Upon testing, the issue was not replicated. The event occurred in the medical surgical unit (med surg). The customer stated no further information is available.

Event description:
It was reported that the pump was programmed to infuse an unspecified medication at 67.5ml/hr for 20ml/hr but was delivered at the incorrect rate. The pump underinfused about 20ml. Upon testing, the issue was not replicated. The event occurred in the medical surgical unit (med surg). The customer stated no further information is available.

Manufacturer narrative:
The customer¿s report that the pump was programmed to infuse an unspecified medication at 67.5 ml/hr for 20 ml but was delivered at the incorrect rate and the pump underinfused about 20 ml could not be confirmed or replicated during this investigation. Log analysis results: a review of the pcu event log, which contains detailed programming information, showed no entries for the reported event date of 02 september 2020 (as the start date of the log shows as 24 november 2020). An overall review of the lvp event log for the reported infusion programming details of 67.5 ml/hr for 20 ml shows on the following dates and times: 01 september 2020 6:06 pm - 6:24 pm: switchover from secondary infusion of same rate but different vtbi to primary infusion of unknown medication and completing as programmed 02 september 2020. 2:08 am - 2:26 am: switchover from completion of secondary infusion of same rate but different vtbi to primary infusion of unknown medication and completing as programmed. 5:11 pm - 5:29 pm: switchover from completion of secondary infusion of same rate but different vtbi to primary infusion of unknown medication and completing as programmed 6:44 pm - 7:02 pm: primary infusion of unknown medication and completing as programmed the root cause of the customer¿s report that the pump was programmed to infuse an unspecified medication at 67.5 ml/hr for 20 ml but was delivered at the incorrect rate and the pump underinfused about 20 ml was not identified. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or disposable set was received for inspection and testing. Device history review: a review of the pump module device history record showed the device had a manufacture date of 08/06/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.